Event description:
It was reported that oversensing was observed. The ICD was explanted and replaced. No further information was provided.

Manufacturer narrative:
The reported field event of oversensing was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.